Event description:
Boston scientific received information that the clinic contacted boston scientific technical services (ts) as they received an alert that this patient¿s cardiac resynchronization therapy defibrillator (crt-d) was deactivated and wanted to let us know that the deactivation was intentional as the patient was dnr status. The clinic also stated they were going to schedule an in-office device check with the patient as an out of range left ventricular (lv) pacing impedance was observed, however was then informed the patient had passed away the following morning. The device deactivation occurred on (B)(6) 2014 at 16:44 pm and the out of range lv impedance recorded that same day, but at 19:55 pm, then the patient died the morning of (B)(6). The cause of the out of range lv lead impedance was not determined, however the field representative was contacted and confirmed that no allegations have been made against any of the boston scientific products. The field representative was unable to provide any further information as this clinic does their own device checks.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.